Event description:
It was reported that the patient experienced vomiting due to constipation. The date of onset for the event was (B)(6) 2013. The patient was hospitalized for the event. Patient outcome was reported as recovering. The device system delivered gabalon. It was later reported that the patient had a history of constipation what had been controlled with medication. It was noted that the patient had a low resistance to begin with. Per the attending physician, it was unknown if there was a causal relationship between gabalon and the constipation; however, the physician commented that a causal relationship was possible. It was noted that concomitant drugs and other drugs may be considered as suspect drugs as well.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown. Product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was later reported that the event occurred 18 hours post dosing on (B)(6) 2013. The dose on that date was 25mcg administered via intrathecal injection at 12:00. From (B)(6) 2013 it was noted that the patient's symptoms were improving through conservative overdose treatment. The patient recovered as of (B)(6) 2013.